Manufacturer narrative:
Hologic field service engineer (fse) reviewed logs and did not see any hw issues; sample and reagent pipetting (aspiration and dispense) curves were normal; there are no signs of disturbed signal in luminometers. Hologic technical support (ts) relayed the logs reviewed to customer. Customer confirmed that the issue was related to samples next to the lod so they could have it positive on one run and negative on another. No further issues reported. (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported running sar-cov-2 pcr samples on panther fusion instrument sn (B)(4) and encountered difficulties during a correlation study for the validation of the covid pcr kit. The correlation study was carried out with positive samples with the genefinder covid-19 plus realamp kit on an mgi controller; the samples were all transferred within 2 days of collection in the aptima lysis medium. Then they had mgi / panther discrepancies and discrepancy between two panthers.